Event description:
It was reported that backflow of 0.9% saline occurred from a vented paclitaxel set. The reporter stated that even with the clamp closed, the solution returned to the connected infusion bag. This occurred during preparation for patient administration but before patient connection. After the event, the reporter tried using 2 sets of a different lot and did not have any issues. There was no patient involvement. No additional information is available. This is report 4 of 6.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore the reported condition could not be confirmed and the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.